Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 553 mg/dl, 250 mg/dl, and 236 mg/dl on the aviva system within 10 mins. Reported no adverse event relative to discrepancies. Not enough customer info available to request return of system, send replacement.